Manufacturer narrative:
During testing the ventilator failed pressure transducer test during pre-use check. The turbine was found to be defective and was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The root cause why the turbine failed has not been determined.

Event description:
During testing of the ventilator for an unrelated complaint, it failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer¿s ref #: (B)(4).